Manufacturer narrative:
It was reported that the sling unhooked from one side of the slingbar during a patient transfer with a viking m mobile lift resulting in a patient fall. The patient was an 81-year-old female weighing 51.8 kg. On (B)(6) 2024, the registered nurse (rn) connected the hoist and completed the hoist checks. She took the most suitable sling for the patient¿s size as available in their stock and she believed that the straps were placed correctly into the space for this and that it was free from material. Additional details provided by the rn indicated that prior to the rn attaching the sling, she heard another one of her confused patients moving and asked a student to check on the patient. While attaching the sling, the rn was speaking to the physio who came to check how the patient was doing to update the patient's daughter who was on the phone at the time. The student then returned to assist the rn with the patient transfer. The rn was transferring the patient from the bed to the chair with the help of the student who was asked to hold the patient's legs while transferring. When the patient was about to reach the chair, the rn pressed the button to widen the hoist legs and the next thing she saw was the sling falling off from one side of the hoist resulting in a patient fall. The whole hoist jolted and the straps on the left side came free of the holder. This meant the catch (latch) opened inwards at the same time the material (sling hoop) lifted out. This resulted in the left leg remaining in the hoist while the right leg and body fell. The patient¿s head and left shoulder hit the floor and the patient sustained a shoulder fracture, which was conservatively managed with a sling. The rn did not understand what and where the transfer went wrong which led to this unfortunate fall. No device malfunction was reported. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. Safety instructions in the device instructions for use (IFU) include but is not limited to the following: before lifting, always make sure that the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. Incorrect attachment of sling to slingbar may cause severe injury to the patient. Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height; all the sling loops are fastened securely in to the slingbar hooks; the slingbar is level during the lift. The viking m mobile lift was inspected by baxter and no fault was found with the hoist, sling bar, or sling. All sling bar latches were in place and no damage was noted to the sling or the sling bar. The sling and sling bar were an approved combination. The baxter service technician spoke with the nurse in charge at the time of the event and use error was believed to be a contributing factor. In this event, a patient fall occurred resulting in a shoulder fracture requiring stabilization with use of a sling. Although no additional medical or surgical intervention was required, a shoulder fracture can result in permanent impairment of a body function or permanent damage to a body structure and is therefore considered a serious injury. There was no fault found with the viking m mobile lift during inspection by baxter. The cause of the event is undetermined; however, based on the reported details, it can be reasonably concluded that the rn may have been distracted while setting up the lift for patient transfer and use error cannot be ruled as a contributing factor. Prevention of this type of event is outlined in the device IFU. The complaint record will be reassessed should additional information become available.

Event description:
It was reported that the sling unhooked from one side of the slingbar during a patient transfer with a viking m mobile lift resulting in a patient fall. This report was filed in our complaint handling system as (B)(4).